Manufacturer narrative:
Additional information: based on the information received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. In addition, one channel showed high impedance due to undetermined reasons. However, a device investigation of the explanted device is necessary to determine an exact root cause of failure. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user got hit on the implant site and immediately the hearing performance with the device stopped. No redness or swelling have been observed around the implant area.

Event description:
The user got hit on the implant site and immediately the hearing performance with the device stopped. No redness or swelling have been observed around the implant area. The user has been re-implanted on (B)(6)2021.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user got hit on the implant site and immediately the hearing performance with the device stopped.